Event description:
Reportable based on the analysis completed on 07dec2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the moderately calcified and mildly tortuous left circumflex artery. The physician advanced the stent delivery system and was not able to cross the lesion. The device was successfully removed. The procedure was not completed and rescheduled. No patient complications were reported and patient's status is stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Struts on the proximal section of the stent were misaligned and raised proximally. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).